Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that their insulin pump had blank display. The customer's blood glucose level was unknown at the time of the incident. Customer's mother was assisted with troubleshooting. Customer's mother stated that the insulin pump has been blank for one year. Customer's mother stated that the insulin pump had no physical damage, not dropped/bumped, not exposed to moisture, and no missing battery cap contacts. The customer's mother stated the insulin pump had recommended battery. Customer's mother did not have new battery to test and continue troubleshooting. The customer's mother was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.